Event description:
Related manufacturing reference number: 2017865-2021-37116. It was reported that a patient presented with greater than double rise in baseline pacing impedance on the right ventricular (rv) lead and pacemaker (pm). No changes were reported. The patient was stable.